Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 22-aug-2018 device evaluation: the pump has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: a review of the pump¿s black box showed a cs 060 call service alarm. During testing, the pump was powered on with cs 060 that would not clear. Further testing could not be performed due to the recurring alarm. The pump case was removed and moisture damage was found on the printed circuit board.